Manufacturer narrative:
The device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08755 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited to doctor¿s office due to high blood glucose on (B)(6) 2019 and (B)(6) 2019. The customer¿s blood glucose level was 448 mg/dl at the time of incident. The customer was treated with manual injection. The customer was declined for troubleshooting. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.